Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device alarmed and became inoperative during patient use. The reporter advised that there was no patient harm as a result of the reported issue. The patient was placed on their backup vocsn for support. No further details about the patient was provided.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it becoming inoperative could not be confirmed or duplicated. Ventec then downloaded the electronic records for analysis. Ventec observed that the device had logged non-critical alarms but did not find any evidence of system faults, inappropriate reboots or inop alarms. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined.